Event description:
A home peritoneal dialysis pt reportedly was filled too much and there was no machine alarm. Baby started to scream during the first fill. The cycler showed a volume of 140 ml. The parents bypassed to drain and the volume shown was 890 ml. The prescribed fill volume was 350 ml. Patient was disconnected and the parents measured the next fill in a graduated cyclinder. Volume measured was 900 ml. But displayed as 120 ml. Cycler was set up with new lines and a therm alarm occurred. Cycler was reset and treatment was resumed without further problem. There was no serious injury or illness.